Event description:
It was reported that intra-aortic balloon(iab) has an automatic filling error occurred and operation stopped for about a minute. No harm or injury.

Manufacturer narrative:
Updated fields: b4, b5, d9, e2, e3, e4, g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10. Complaint ID: (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) has an automatic filling error occurred and operation stopped for about a minute.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (remove code "analysis of production records/3331" from type of investigation). Complaint ID: (B)(4).

Manufacturer narrative:
Updated field- b4, d4 (UDI) g3, g6, h2, h11. Corrected field- h3, h6 (type of investigation). UDI is incomplete as the lot number, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received.

Event description:
N/a.